Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that the cause of the phenomenon was the failure of the lock mechanism of the video connector, which caused the noise due to the communication error due to the inadequate connection with the endoscope. As for the cause of the failure, it may have been caused by pulling out the connector without unintentionally unlocking it, or by hitting an object, etc. Against the lock mechanism, or it may have been broken due to long-term use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was confirmed. The device scope connection was found loose where the scope is being plugged. It does not secure the plug . Device was also noted running an old software version and was upgraded. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the scope connection is loose, video connectors are broken, it does not secure the plug and causes electrical noise on the image. The issue was found during an unknown procedure. There was no report of patient harm due to the event. No user injury reported.